Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at different time periods, problem isolated to electronic assemblies. Pump error 63 alarm (variable 15) confirmed in the insulin pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarms. Troubleshooting was provided to the replace battery alarm. Insulin pump received low battery alerts prior to replace battery alarm. No harm requiring medical intervention. The insulin pump will be returned for analysis.